Manufacturer narrative:
The device was unable to prime during prime test and motor error alarm during basic occlusion test due to faulty force sensor resistor. The motor passed the motor test. The device was received with minor scratched display window. The device was also received with cracked case at the display window corner. The device was received with cracked reservoir tube lip. (B)(4).

Event description:
The customer reported their insulin pump to have a motor error alarm. Customer states trying to conduct a bolus, but it presented them with a motor alarm. The patient's blood glucose at the time of incident was 127mg/dl. Customer was advised to discontinue use of the pump, and that it would need to be replaced. The device is being returned for analysis and replaced.